Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the thrombosis was not determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The pump was subsequently removed by the physician. A thrombus was observed on the impella inlet during explant. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.